Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the wire loop of the peg tube was attached to the loop of the pull wire. The peg tube was passed through the patient. However, as the physician was pulling the peg tube through the stoma site, the wire loop on the peg tube broke. The wire loop split, but did not detach from the device. The physician was able to grasp the two ends of the loop and pull the peg tube through the stoma site by hand. The physician noted that stoma site was pre-existing and significant tissue scarring was present. Due to this, additional resistance was encountered when pulling the peg tube through the stoma site. The peg placement was completed successfully using this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's age is unknown; however, over 18 years old.(B)(4) - no code available - wire loop broke.the complainant indicated that the device will not be returned for evaluation as it has been diposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).